Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and rheumatoid arthritis ('autoimmune issues -rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, itchy, dizziness, headache, vaginal discharge, burning sensation, vaginal itching and inflammation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), migraine ("debilitating migraines"), the first episode of fatigue ("fatigue"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), the second episode of fatigue ("fatigue"), pain in extremity ("leg pain"), arthralgia ("joint pain"), vulvovaginal pain ("vulvovaginal pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal haemorrhage"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, migraine, anxiety, depression, headache, the last episode of fatigue, pain in extremity, arthralgia, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, vulvovaginal pain, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: rv uterus normal shape and configuration. Tubal ostia seen and essure placed bilat with great ease, 6 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2015: essure micro-inserts are identified in the proximal fallopian tubes bilaterally. The proximal end of the micro-insert devices are situated at the orifices of the fallopian tubes. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-nov-2019: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from the deletion case- (B)(4) was transferred to this case. Reporters added, events added- menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia, vulvovaginal pain. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and rheumatoid arthritis ("autoimmune issues -rheumatoid arthritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), migraine ("debilitating migraines"), the first episode of fatigue ("fatigue"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), the second episode of fatigue ("fatigue"), pain in extremity ("leg pain") and arthralgia ("joint pain"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, migraine, anxiety, depression, headache, the last episode of fatigue, pain in extremity and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, depression, headache, migraine, pain in extremity, pelvic pain, rheumatoid arthritis, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received : essure removal date added, patient demographic updated, event autoimmune disorder is replaced with rheumatoid arthritis. Events added- headaches, fatigue, leg pain, joint pain. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), migraine ("debilitating migraines"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, migraine, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.